Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed and there were 66 upstream occlusion alarm lines. This would confirm that there were multiple alarms during infusions. The pump was then connected to an administration set (hs-008 lot # 2203016) and the upstream occlusion alarm was tested. An 100 ml infusion was started, the proximal end of the tubing was clamped, and the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is confirmed in the event log, but it was not repeated in the performance test. The issue of leaks cannot be tested since only the pump was returned.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Customer reported "patient had medication leak. Due to beeping/ medication leak, pt received an unknown amount". Medication being infused was "chemo". No patient injury reported.